Manufacturer narrative:
H10: it was previously reported there was a misdiagnosis, misjudgment and unable to receive timely treatment to a patient due to an image distortion. Additional information reported there was not a misdiagnosis. There was no patient harm or medical intervention required. The image distortion was always recognizable by the user. The patient exam was completed on another ultrasound system. This issue is not likely to cause or contribute to a death or serious injury.

Event description:
An nmpa report 1335143062024000113 was received and reported a misdiagnosis, misjudgment, and unable to receive timely treatment to a patient. The affiniti 30 ultrasound system was being used for an unspecified patient examination. The 2d gain of the system could not be adjusted, resulting in image distortion, and affecting the diagnosis of the patient. There was no reported patient or user harm as a result of this issue. No further information is available at this time; attempts to gather more details are underway. Philips has started an investigation of this complaint. If further information becomes available or upon completion of the investigation, a supplemental report will be submitted.